Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information provided, it was reported that during an unknown procedure the top jaw of an expressew iii sutuer passer w/o hook broke. The complaint device was received and evaluated. Visual observations reveals that the device is worn due to had marks of deterioration and adhesive tape on it. The upper jaw was significantly bent and loose, in consequence, the jaws were not closing properly contributing to the holding failure. Therefore, this complaint can be confirmed. To test its functionality, a needle was loaded into the device. Also, it was tested on a sample rubber strip; it was observed that did not retain the rubber and the needle was very hard to deploy causing a stuck issue. Also, the deployment was rough. The possible cause can be attribute when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. Also, the fair wear and tear of the device and the lack of maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via phone that an expressew iii sutuer passer w/o hook failed. No surgical delay or patient consequences reported. Device is available to be returned for evaluation. Additional information reported by the affiliate stated the event occurred intra-op of a rotator cuff procedure. The jaw of the expressew device does not close properly; it closes off to the side. It was reported the procedure was completed with an alternative device and patient harm was not reported.